Event description:
The plaintiff's attorney alleged the decedent was hospitalized for an unk event on or about (B)(6) 2011, experienced a cardiovascular event on (B)(6) 2011, and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event of three events reported on the same pt involving two separate products and associated with medwatch #s: 1225714-2013-00840, 1225714-2013-00841 1225714-2013-00843, 1225714-2013-00844, 1225714-2013-00845.